Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had issues connecting to an imaging system at the site. A manufacturer representative entered all the ip information correctly to establish communication with the imaging system. When attempting to verify the internet go server (igs) server, the test would fail every time. Technical services (ts) had the representative open up the self-test for the navigation system and the test showed that the digital intercommunication of medicine (dicom) scp service showed as stopped. Ts then had the representative try to ping the ip address assigned to the navigation system from the mobile view station (mvs) command window. The ping failed. Ts then had the representative switch the ip address on the navigation system to an existing ip address for a different navigation system that communicated fine with the imaging system. The ping from the mvs to the navigation system with the other system's ip address was successful. However, when retrying to verify the igs server with the navigation system mimicking the ip for the other navigation system, the verification failed. It was noted that the system was set to dynamic host configuration protocol (dhcp) and that all the navigation system configuration changes were made by setting the network to static. There was no patient present when this issue was identified. The representative confirmed that they replaced the solid state drive (ssd), however the dicom scp service was still showing stopped. After being on site for a different case, troubleshooting for this issue was performed with software engineering (se) support. While using the new hard drive, se determined that the dicom scp service was not running as no clinical application was installed on the system. It was not verified prior to additional call if the clinical application was installed which yielded a false positive in troubleshooting. The clinical application was installed and testing methodology for a different case was utilized to confirm static configuration was needed for normal communication with the mobile view station (mvs).